Event description:
On (B)(6) 2011, this pt underwent repair of a symptomatic 8 cm abdominal aortic aneurysm. The physician reportedly planned to perform an aorto-uni-iliac with femoral-femoral bypass as the right common iliac artery was occluded. A gore excluder aaa endoprosthesis featuring c3 delivery system was first deployed, and then a trunk-ipsilateral leg component was deployed within the previous graft. Completion angiography revealed a proximal type I endoleak, so the physician re-ballooned the proximal seal zones of the two grafts. Angiography again showed a small proximal type I endoleak, so the physician reportedly elected to leave the endoleak and complete the procedure. Prior to performing the femoral-femoral bypass, the pt's blood pressure dropped. The pt developed ventilation difficulties, coded, and underwent resuscitation. Hematocrit revealed that the pt was hemorrhaging. The physician reportedly elected to convert the pt to open repair. The gore excluder aaa devices were explanted, and the aorta was repaired surgically. The pt was reportedly stable after the procedure. It was reported that the pt's aorta ruptured secondary to the additional ballooning in a fragile, friable proximal neck of the aorta.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. (B)(4).